Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient was revised to address and infection. The date of original implant is unknown.

Manufacturer narrative:
The device associated with this report was not returned and is presumed to remain implanted as no revision was reported. Product information required in retrieving the device history records for review and/or searching the complaint database was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.